Event description:
Rptr used product for 3 years with no reaction. In 12/92 or 1/93, she had an allergic reaction which she feels occurred from gloves. Diagnosed 2/11/93. Skin test revealed serious sensitivity to latex. Itching, hives and hand swelled 1st reaction. Four weeks later had 2nd reaction with sneezing, throat swelling and watery eyes.